Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt mentioned their therapy was shutting off randomly by itself and turning back on by itself randomly today. Pt confirmed they did not have adaptive stim active on their spinal cord stimulator(scs). The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they were going to see their hcp in a couple of weeks. Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.